Event description:
It was reported that pump displayed cartridge change error that prevented cartridge from being successfully loaded despite attempts to follow on-screen instructions. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.